Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical suspected that the reported issue was attributed to faulty user interface module (uim). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the avea experienced a black screen monitor. The customer confirmed that there was no patient involvement associated with the reported event.